Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in an unspecified vessel. The 3.0x15.0mm nc quantum apex mr was inflated and ruptured below the recommended burst pressure. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in an unspecified vessel. The 3.0x15.0mm nc quantum apex mr was inflated and ruptured below the recommended burst pressure. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received inside a carrier tube (hoop) with a stopcock attached to the inflation port. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4.5mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).